Manufacturer narrative:
The complaint of a kink in the catheter is confirmed, but the cause remains unk. The product returned for eval was one blue hub obturator from niagara dialysis catheter kit. The sample contained no signs of residue gross examination revealed a kink in the tubing distal from the hub which was clearly visible. Microscopic examination of the kink in the tubing revealed that the tubing was not completely enclosed by the deformation. Measured from the tip of the hub the sample was 39cm long. The kink was measured to be 6.3cm distal from the hub. The sample was patent to infusion using water from a 12cc syringe, and no leaks were found when hydraulically pressurized. The root cause of this deformation could not be determined. A lot history review (lhr) rexe0440 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reports that the niagara catheter was kinked and caused delay in pt care. The pt was not harmed in any way.